Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after implanting glaucoma stent he indicated the patient "had the open collar extending into the ac with one retention ring showing. There was concern for corneal touch but the ascot showed no touch. At 1 week, the iop was 2 with marked diffuse corneal folds and +3 edema and va 20/200. Surgeon indicated he atropinized her bid and started her in durezol q3 hours awake. At 3 weeks , the ac was deep with the open collar further posterior from the cornea. The corneal status had improved significantly with no edema but folds still noted. However iop was 0 and I was able to improve the va to 20/40."

Manufacturer narrative:
No sample has been returned for evaluation for the report of hypotony, corneal folds, edema, and additional meds prescribed; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. It is not clear whether the device was positioned too anteriorly from the description provided; however, the anatomical landmarks provided are indicative of optimal device positioning. No information is provided regarding the device implantation procedure or any associated complications (e.g., larger than expected cyclodialysis cleft) or medications that may have increased intraocular pressure (iop) lowering. There is no indication of device failure. Possible root cause ID that hypotony leading to anterior chamber shallowing is a known risk associated with device use, which is clearly stated in the product labeling. The manufacturer internal reference number is: (B)(4).